Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic sleeve procedure, the surgeon completed stapling portion of case when he noticed there was bleeding from the last staple line (near the ge junction). An el5ml was opened. The surgeon fired two clips. When he fired the third clips there was severe scissoring of the clip. The surgeon pulled off the scissored clip and tried firing the clip applier again. He used it for two more firings and saw minor scissoring. He stopped using the el5ml and asked for the competitor clip applier and used that to complete his case. There were no adverse consequences for the patient.